Event description:
Boston scientific received info that while repositioning the device and lead due to minor pocket erosion, the physician had to cut the suture sleeve. When the sleeve was cut off the physician noticed insulation abrasion. The abrasion was repaired with a lead repair kit. The physician was informed that this was off label. Upon completion of the repair the lead tested out within normal limits. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.